Event description:
It was reported that when the pt went to the hospital for a refill, telemetry indicated the "next message motor stop" and "do the infusion of the drug." The pump and catheter were replaced and the pt was "doing well." The medications being delivered via the device system were morphine and bupivicaine.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.